Event description:
Complainant alleged that during the clinician's attempt to pace the heart rhythm of a patient (age and gender unknown) the pacing current was unable to be adjusted. The clinician then obtained another device and continued patient treatment. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.